Manufacturer narrative:
The product was requested to be returned. The test strips and meter b, serial number (B)(4), have not been returned for investigation. If the product is returned in the future, a follow-up report will be submitted. Meter a (serial number (B)(4)) was returned for investigation where the device was tested using retention strips and retention control solution. Testing results with level 1 control solution (qc range: 30-60 mg/dl): qc 1: 46 mg/dl, qc 2: 44 mg/dl, qc 3: 45 mg/dl. Testing results with level 2 control solution (qc range: 261-353 mg/dl): qc 1: 310 mg/dl, qc 2: 315 mg/dl, qc 3: 296 mg/dl. All returned results were within acceptable range. No information was provided in the complaint case that would point to a cause for the result discrepancy. The meter log file did not indicate any hardware or software issues that would lead to a measurement discrepancy. The meter was disassembled for further investigation. Contamination was observed in the strip port. On a regular basis accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
There was an allegation of questionable glucose results from accu-chek inform ii meter (meter a), serial number (B)(4), compared to another accu-chek inform ii meter (meter b), serial number (B)(4). At 12:46 pm the result from meter a was high (>600 mg/dl). The customer did not believe the high result and tested again. At 12:48 pm the result from meter a was 166 mg/dl. At 12:50 pm the result from meter b was 124 mg/dl. The results were all taken from a capillary fingerstick.